Event description:
It was reported to philips that the system was unable to boot up. The system was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and identified a battery issue with the third-party uninterruptible power supply (ups) and a defective pdu fan tray and dcps unit. The pdu fan tray and dcps unit were replaced. In agreement with the customer, the ups was temporarily disconnected from the system while waiting for the third-party supplier to repair it. After the pdu fan tray and dcps unit were replaced, the system was returned to use in good working order. The ups battery was subsequently replaced by the third-party supplier. Log file analysis confirmed that the pdu fan tray and dcps unit were malfunctioning. The defective pdu fan tray and dcps unit were returned to philips for failure analysis, which identified a defective power supply unit. The codes were updated based on the investigation outcome.